Manufacturer narrative:
The event data logs containing information about the case on pt3b-1365 and pt3b-6041 were returned to ekos on 05-october-2016. The log for pt3b-1365 showed that a device temperature too high alarm occurred 40 minutes into starting the case due to thermocouple 5 going above the 43° celsius temperature threshold and staying above it for 25 seconds after the ekosonic system had stopped delivering power to the associated group. The event log from the case documents that the ekosonic control system managed the catheter as designed and stopped ultrasound when an operational parameter was exceeded. Further, the log documents that thermocouple 5 did not appear to be defective. The catheter set was then connected to pt3b-6041. The log for pt3b-6041 showed that a device temperature too high alarm occurred immediately upon starting the unit, with thermocouples 2-6 showing temperatures of 99° degrees celsius. This type of temperature reading is usually caused by an open connection or fluid ingress in the catheter and is an artificial temperature reading. At this time, another cic was connected. Ekos ran uninterrupted from that point without further alarms until it was disconnected after 16.42 hours of uninterrupted ultrasound-assisted therapy. The cic (connector interface cable, sn/(B)(4)) was returned to ekos on 13-october-2016 as the local ekos representative indicated the problem was resolved by swapping out cics on the second control unit, which was confirmed on the returned event logs. A burn-in test was ran on the cic on 19-october 2016 and showed that it functioned as expected with no issues. The catheter (sn/ (B)(4)) was returned on 16-january-2017. The cables were cut off with only the treatment zone returned of both the iddc (11 cm proximal of the proximal marker band) and the msd (12.5 cm proximal to group 5), so therefore disinfection and a complete investigation could not be accomplished. Therefore, no root cause for the alert could be verified. A review of manufacturing records indicated that all products involved in this complaint (cu, cic, catheter) met all quality specifications before release. Follow-up indicated that the patient had a good outcome and they completed lysis the next day. They received all medication/tpa and therapy was uninterrupted.

Event description:
During a unilateral deep vein thrombosis case on (B)(6) 2016 using a 135 cm/50 cm ekosonic mach4e catheter (sn/ (B)(4)), the control unit (pt3b-1365) presented a device temperature too high icon. The catheter was then hooked up to a second control unit by a local ekos representative, but the alert persisted. The representative then switched out the cic (connector interface cable, s/n (B)(4)), which resolved the alert. Follow-up indicated that the patient had a good outcome and they completed lysis the next day. They received all medication/tpa and therapy was uninterrupted.